Event description:
New information indicated the lead was capped and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. During examination of right atrial (ra) lead, it was noted that there was noise on the lead. The ra lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.